Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated states the device gave a code of 302. Pt states he has to leave his device on all the time and back was getting sorer and sorer so checked with machine and saw the message 302. Agent reviewed. The patient was redirected to their healthcare provider to further address the issue. Caller reiterated that patient was getting 302 code. Technical services (tss) reviewed that ins is at eos and would need to replaced. Caller stated that patient has had to increase stim and that there was an issue with one of the lead from before in which it was "shorted out or something". Tss reviewed factors that contribute to vanta longevity and, if needed, caller can return ins for analysis after explant.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2011;date brand name ; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2011, product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2011, product type lead correction h6. Added f15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.